Event description:
It was reported to philips that when the visual display is adjusted the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was stopped. Upon functional testing, the fse confirmed that during fluoroscopy if you mag up or down, x-ray was stopping and have to let off footswitch. Actual cause of the issue is unknown, fse stated that this is a known issue and bu is aware of this issue. Fse was advised that there will be possible fco released to correct this issue in near future. There was no issue with footswitch and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.